Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The basal and the bolus matched to the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device failed the test. The customer stated that she had bent cannulas every few months. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.